Event description:
Per the clinic, the patient experienced an infection around the abutment site and was treated with oral antibiotic (date and duration not reported).

Manufacturer narrative:
Implanted device remains.